Manufacturer narrative:
Added medical history. (B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2016 whereby a dual mesh plus (20 x 30 cm) was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2019, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: sinus tract, infection, hernia recurrence, surgery to remove mesh, inflammatory rind on omentum against mesh, inflammation, foreign body giant cell reaction, suture granulomas, fibrinopurulent exudate, hyalinization, open draining wound, small bowel resection, and dense adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2019: (B)(6) center. (B)(6), md. Office notes. Post op hernia swelling (B)(6) 2019, pocket of fluid. Weight 309.6 lbs, bmi 48.5. History of chronic obstructive pulmonary, prediabetes (B)(6) 2018. Splenectomy (B)(6) 2018. Tubal ligation, appendectomy. Hernia repair (B)(6) 2018. Hernia repair (B)(6) 2017. CT abdomen with mass above hernia repair (B)(6) 2019. Current every day smoker, 1 pack per day, 40 years. Underwent ventral hernia repair (B)(6) 2019. Postoperative course complicated by superficial surgical site infection. Here for evaluation of wound. Has a draining sinus from infected mesh. Initially was better but now she has recurrence of pain and redness in midline and wants mesh removed. Exam: abdomen: inspection and palpation: no tenderness, guarding, masses, rebound tenderness, or cva tenderness and soft and non-distended. Sinus tract noted in the midline to the right of the umbilicus. Hernia: none palpable. Impression/plan: infected hernioplasty mesh. Recurrent ventral incisional hernia: component separation. Open recurrent incisional hernia repair. Implantation of biologic implant for soft tissue reinforcement. At this point, she has failed medical management and will require mesh explanation and closure with possible component separation and possible biologic graft placement. I explained the procedure in detail. She is agreeable. Risks explained. Explant procedure #2: mesh explanation. Repair of recurrent incisional hernia using primary technique. Explant date: (B)(6) 2019 (hospitalization (B)(6) 2019). (B)(6) 2019: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: infected abdominal mass. Postoperative diagnosis: infected abdominal mass. Anesthesia: general. Surgery indication: the patient underwent previous incisional hernia repairs in the anterior upper abdomen. She developed a mesh infection as evidenced by continued pain and drainage of the sinus tract in the midline. Surgery was ultimately recommended after she failed conservative treatment. Findings/pathology: there indeed was a sinus tract that went straight down to her duo-mesh and the adjacent plug from a recent repair as well. Procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After induction of anesthesia, the abdomen was prepped and draped. The sinus tract was just to the right of the umbilicus. I made an incision with the scalpel above and below it and dissected down and traced the sinus tract down to the mesh. I ended up extending the incision cephalad and caudally to get the entire extent of the mesh. The space between the mesh and the anterior abdominal wall was easily developed only to the inflammatory plane. I was thus able to gently peel the mesh down and get to the stitches and tacks on its periphery all the way around. I then carefully detached the mesh using careful blunt and sharp dissection taking care to remove the spiral tacks that were there previously. I did enter the peritoneal cavity and it was free. There was an inflammatory rind on the omentum which was up against the mesh but this separated from the mesh rather easily. I was thus able to remove the entire mesh without difficulty. The fascia was remarkably healthy and I felt that primary closure was possible without undue tension. The fascia was closed with running #1 pds. The wound layers were irrigated. The sinus tract was excised with scalpel and cautery as well. Healthy fascia was approximated without undue tension. Because of the risk for infection and seroma, I elected to place a wound vac into the subcutaneous tissues. It was installed in standard fashion. The patient was then extubated and taken to the recovery room in stable condition. She tolerated the procedure well without complications.¿ relevant medical information: (B)(6) 2019: (B)(6) center. Microbiology. Specimen: abdominal cavity. Culture: few colonies staph aureus, methicillin sensitive. Few colonies gram positive rod. No anaerobes isolated. (B)(6) 2019: (B)(6) laboratory. (B)(6), md. Pathology. Surgical pathology #: s19-6103. Final diagnosis: infected abdominal mesh: fibroadipose with fibrinopurulent exudate and foreign body giant cell reaction/suture granulomas. Fibrosis and hyalinization. Microscopic description: microscopic sections examined support the light microscopic impression. Preoperative diagnosis: infected hernioplasty mesh. Postoperative diagnosis: same. Tissue: infected abdominal mesh. Gross description: the patient is identified on the requisition and container as sutton, karen d. The specimen is identified on the requisition and container as infected abdominal mesh. Received in formalin is an irregularly shaped piece of yellow -tan mesh with focally attached pink skin. The mesh has maximum dimensions of 29.0 x 9.0 x <0.1 cm. The tissue attached to the mesh is submitted in cassette 1. Additionally, in the container is a portion of omentum with attached firm, rubbery, pink-tan tissue in which apparent staples are identified, 13.0 x 9.5 x 3.0 cm. A representative portion of this tissue which does not appear to be involved by mesh is submitted in cassette 2. (B)(6) 2019: (B)(6) center. Lab. Wbc 15.4 h (4.8-10.8). (B)(6) 2019: (B)(6) center. (B)(6), md. Discharge summary. Underwent her surgery as scheduled on the day of admission. Also, a wound vac was placed at the time of surgery. Therefore, one was recommended for home. That was requested and the patient was discharged once that arrived and was in place. Stable and improved. Discharge plan: discharged home with home health care once arrangements have been made. No heavy lifting greater than 10-15 pounds for the next 30 days or as instructed. Follow up with pulmonologist as scheduled as well as dr. Bessom as scheduled, her primary care provider. Advised on smoking cessation and educational materials were provided accordingly. Regular diet as tolerated. Final diagnosis: status post removal of infected mesh and primary repair of recurrent incisional hernia on (B)(6) 2019. Methicillin-sensitive staph aureus secondary to number one. Copd with chronic oxygen supplementation. (B)(6) 2019: (B)(6) center. (B)(6), md. History and physical. Recently discharged on (B)(6) with wound vac and seen in follow up yesterday but noticed severe coughing spell and then felt something pop in her abdomen. Home health came and noted to have evisceration of abdominal cavity. Previously undergone recurrent hernia repair and then had mesh explanation because she had an infected abdominal mass and then underwent primary repair of her hernia and placement of a vac pack. History of morbid obesity and chronic obstructive pulmonary disease. Continues to smoke one pack of cigarettes a day. Exam: abdomen: wound vac removed and obvious evisceration. Impression/plan: difficult surgical case secondary to her body habitus and tobacco usage. She has now evisceration of her abdominal contents and I will need to take her to the operating room for possible repair. (B)(6) 2019: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: abdominal evisceration. Postoperative diagnosis: abdominal evisceration. Exploratory laparotomy small bowel resection with primary anastomosis and primary closure of abdomen with retention sutures. Anesthesia: general. Procedure: ¿the patient was brought to the operating room and placed in the supine position. After adequate general anesthesia was obtained, the patient was prepped and draped in the usual sterile fashion. The patient had an obvious track and evisceration of her abdominal cavity with multiple loops of small bowel exposed. In attempting to dissect this, there was extensive fibrinopurulent changes and adhesions of the small bowel and approximately 8-10 inches of this was just severely macerated by the time I could take this down. The remaining portion of the small bowel appeared to be unremarkable and rather than worry about the macerated changes and risk of fistula, I decided to resect this and perform a primary anastomosis. So, I stapled side-to-side anastomosis bowel and I used the enseal to transect the mesentery without difficulty. I then closed the mesenteric defect after the anastomosis with a 3-0 silk interrupted sutures. Turned this back to the abdominal cavity. The patient really at this point trying to determine the best possible closure, I decided to use the remaining fascia, close it primarily and felt that it would be difficult to place new mesh or reinforcement onto it and decided instead to place interrupted retention sutures through the entire abdominal cavity and place abdominal binder on her. So, I closed her with #1 looped pds in the midline and then used freer retention sutures to close the full thickness abdominal wound to try and prevent recurrence of her evisceration. The patient was awakened and transferred to the recovery room in good condition, tolerated the procedure without complication.¿ (B)(6) 2019: (B)(6) center. (B)(6), md. Discharge summary. Hospital course: underwent exploratory laparotomy with a small bowel resection, primary anastomosis and primary closure of the abdomen with retention sutures secondary to abdominal evisceration. Did well postoperatively. Postoperative day 5 she was ready for discharge. Discharge plan: discharged home with resumption of home health care for skilled nursing. Regular diet as tolerated. Follow up with laura goins on 9/06/19. No lifting greater than 10-15 pounds for the next 30 days. Final diagnosis: status post exploratory laparotomy with small bowel resection, primary anastomosis and primary closure of the abdomen with retention sutures secondary to abdominal evisceration on (B)(6) 2019. Status post repair of recurrent incisional hernia using primary technique and mesh explanation secondary to infected abdominal mass on (B)(6) 2019. Morbid obesity, bmi 49. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12935510. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2016: (B)(6) center. (B)(6), md. Indications: ¿the patient presented with asymptomatic incisional hernia.¿ implant procedure: incisional herniorrhaphy with gore-tex dual mesh, laparoscopic. Implant date: (B)(6) 2016 (hospitalization dates unknown). (B)(6) 2016: (B)(6) center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incisional hernia. Anesthesia: general. Findings/pathology: ¿there was indeed an incisional hernia at the upper aspect of the upper midline incision probably 2 to 3 centimeters in size with several smaller defects up and down the upper midline. Fortunately no significant widening of the fascia or large defect was noted. This contained only some incarcerated omentum.¿ procedure: ¿the patient was brought to the operating room and placed supine on the operating room table. After induction of anesthesia the abdomen was prepped and draped. Marcaine was injected. The abdomen was entered through a small left transverse mid abdominal incision using open hassan technique followed by insertion of the hassan cannula and insufflation of the abdomen with co2. Under direct visualization the 5 millimeters right and left ports were placed in the left upper and left lower quadrants as well as two in the right abdomen subsequently for pack placement. Lysis of adhesions was carried out using careful sharp scissor dissection with minimal point cautery to free up the upper midline. I then selected a large piece of gore tex dual mesh and cut it to size to overlap beyond the defect at least 3 to 5 centimeters on all sides comprising essentially the entire upper midline. Four corner tacking sutures of o gore tex were placed on the mesh which was then rolled up and the inserted into the abdomen through the camera port incision. It is noted that the defect was measured with the abdomen desufflated. The abdomen was desufflated and the mesh was then unfurled. Using the cautery passed through the four separate corners the sutures were then brought up through small stab incisions and tied and placing the mesh in a nice tension over the entirety of the hernia. The periphery of the mesh was intact to the anterior abdominal wall with a combination of statak as well as the absorbable ethicon. This provided complete coverage in the periphery of the mesh as well as the smaller concentric ring as well. All cannulas were removed and the abdomen was desufflated. The fascia of the camera incision was closed with interrupted o vicryl sutures followed by injection of marcaine. The skin incisions were closed with 4-0 monocryl subcuticular followed by placement of mastisol and steri-strips. Dressings were applied. The patient was then extubated and taken to the recovery room in stable condition, she tolerated the procedure well without complications.¿ (B)(6) 2019: (B)(6) center. (B)(6), md. Indications: ¿this patient underwent repair of a fairly sizeable upper midline incisional hernia sometime ago with a robotic assisted laparoscopic approach. She developed a recurrence just above the umbilicus which appeared to be a small one at the right side of the inferior aspect of the mesh. A CT scan also showed an incidental finding of a cystic lesion in the retroperitoneal area of the right side of her pelvis. It was proposed to excise this, as well as repair of the hernia.¿ explant procedure: repair of recurrent incisional hernia with bard perfix plug. Explant date: (B)(6) 2019 (hospitalization dates unknown). (B)(6) 2019: (B)(6) center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: recurrent incisional hernia. Pelvic retroperitoneal cystic lesion. Anesthesia: general. Estimated blood loss: minimal. Specimens removed: none. Findings/pathology: ¿there was indeed, a very small hernia defect. This was 1 centimeter in size at the very edge of the mesh to the right of midline just above the level of the umbilicus. Above and below this the mesh was completely intact and this was just one simple recurrence at the edge of the mesh. No entrapped bowel or anything and likely, just preperitoneal fat present.¿ procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After induction of anesthesia, the abdomen was prepped and draped. A midline incision was made starting above the umbilicus and skirting just below it. This was carried through the subcutaneous tissues down to the sac, which was delineated. I ended up excising the sac and delineating the fascial defect with the edge of the mesh noted at the medial aspect of this 1 centimeter defect. I was able to palpate within the defect easily, noting the mesh above and below and medial to be completely intact, and the fascia to be strong laterally. Because of the patient's significant medical comorbidity and previous surgeries likely requiring a major laparotomy to excise the pelvic cyst, I decided to hold off on this for now. I believe this could be followed up, as it is likely benign and certainly, given her medical comorbidities, the benefits of resecting this would likely outweigh the risks. At this point, I used a bard perfix plug to plug the defect. I removed one petal from the plug and then easily deployed it into the defect where it opened up nicely in the preperitoneal space. I tacked the petals of the plug to the fascia, as well as the mesh medially with interrupted o nurolon stitches. Local anesthetic was injected.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.